Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 380 mg/dl. The mother had no further info about the event, and the customer was not available for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.